Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd clear barrel oral syringe had a greasy film on the plungers within the fluid pathway. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
No samples (including photos) were returned for evaluation, therefore the complaint could not be confirmed. This complaint is related to (B)(4), which quality has previously evaluated and investigated. According to the customer¿s updated communication on (B)(6) 2018 the product will be used. No further action is required at this time. DHR review for batch 7235996 (p/n 305219): manufacturing date: 09/09/2017. Batch quantity was 376,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235996 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no root cause can be determined as no samples were received.